Event description:
During follow-up, diagnostic imaging was performed and revealed right atrial (ra) lead dislodgement. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.